Manufacturer narrative:
The evaluation revealed the conical extractor, male, left to be the primary product. A physical examination of the product in question could not be carried out as the device was not received for evaluation because still implanted. A review of the device history records could not be carried out as the lot code remained unknown. In the case presented a growing rod should be extended at a (B)(6) female patient on (B)(6) 2017. It was reported that during the extension procedure the conical extractor broke during turning the pararel small 4.5mm connector. The conical extractor, male, left is intended to remove implanted screws potentially broken or otherwise damaged with a hexagon of 3,5 mm with a diameter range 3,3 ¿ 4 mm. Referring to above event description it was doubted that the use of a conical extractor for a hexagon with 3.5 mm was suitable for a 4.5 mm connector. However, a real cause for the extractor breakage could not be determined as the item was not returned. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified. With available information a deficiency of the conical extractor was not verified.

Event description:
This procedure was extended the growing rod. It was broken the tip of driver(extractor) during turnning the pararel small 4.5mm connector. It was confirmed that extension was performed successfully.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device is not available.

Event description:
This procedure was extended the growing rod. It was broken the tip of driver(extractor) during turning the pararel small 4.5mm connector. It was confirmed that extension was performed successfully.